Manufacturer narrative:
Concomitant medical products:: product ID: neu_unknown_lead, product type: lead. Product ID: neu_interstim_ins, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturing representative reported that there were high impedances (>4000 ohms) during an implant procedure. Another implantable neurostimulator (ins) was tried with the same result. Lead integrity and response was verified. They had a good response. It is unknown if the patient recovered completely. The patient had no symptoms. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.